Manufacturer narrative:
Device evaluated by MFR: the customer did not return the test strips.

Event description:
The initial reporter complained of an erroneous high inr result for 1 patient tested with coaguchek xs professional meter serial number (B)(4) compared to an unknown laboratory method. The patient was tested on the meter at 7:30 a.m. With a result of > 8.0 inr. The patient was drawn for the laboratory immediately and the result was 3.8 inr. No medical treatment was required. The result of 3.8 inr was believed to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient had been taken off of coumadin on (B)(6) 2019 and is being tested daily. The patient has had no diet changes, is not taking any new medication, has not been ill recently and is not experiencing any abnormal bleeding or bruising. The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. Retention test strips were measured with the returned meter with liquid qc of a high level: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.